Manufacturer narrative:
At the time of this report, it is unknown if the patient received a 26mm sapien xt with ascendra + delivery system and esheath (PMA no. P130009) or 26mm sapien 3 with certitude deliver system/introducer sheath set (PMA no. P140031). Of note, at the time of this report the certitude delivery system/sheath set were nor approved in the us. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause of this event cannot be confirmed. It is possible the mechanisms of the tavr procedure described above caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. References for complaint file: sabine bleiziffer, et al. Apical-access-related complications associated with trans-catheter aortic valve implantation, journal of cardio-thoracic surgery 2011; 469-474. Patrick serruys et al. Transcatheter aortic valve implantation tips and tricks to avoid failure. 2010

Event description:
Per report from (B)(6), there was major bleeding during a transapical tavr case. The patient required a transfusion of 2 units of blood.